Manufacturer narrative:
Per customer, all mc chemistries calibrated. Hotline advised that the customer to power down and reboot of the instrument. This did not resolve the issue. The customer stated the issue still exists with the mc side of the instrument. The customer stated after the initial shut down all of the cups were acceptable except phosphate (phosm) and creatinine (crem). Post second shut down the crem cup was acceptable however phosm cup was filled to the brim. Per customer, all mc chemistries calibrated. The customer checked the module for blockages and pinched lines, none were noted. A bci field service engineer replaced the phosm module, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the cups on the modular chemistry side of the instrument overflowed and did not drain no injury or exposure was reported.